Manufacturer narrative:
According to the complainant the device will not be returned for investigation as the device was discarded by the patient. We are unable to determine if any product condition could have contributed to the reported hospitalization and admittance into the intensive care unit (ICU). No lot release records were reviewed, as the product lot number was not provided. Locked down smartphone: phone_control_ios omnipod software app version: 2.1.0 operating system: 26.3 hardware: iphone14.7 cgm sensor type: data not available please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient had been hospitalized and was admitted into the intensive care unit (ICU) some time in (B)(6)2026. The patient was not receiving the insulin correctly from the pod. The pod was discarded. At this time, there is insufficient information to determine if insulet's device caused or contributed to the reported event. Follow up attempts to the reporter have been made, however, they were unsuccessful and therefore, information is limited.